Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fkmy, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding their implantable neurostimulator (ins). At a normal battery depletion, during the replacement procedure the lead was nicked by a blade and in the process of removing lead it fractured leaving a partial explant of the existing lead. Partial lead was replaced by lead. The issue was resolved at the time of this report. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.; device received.

Manufacturer narrative:
Stim lead body outer insulation cut medtronic, inc. If information is provided in the future, a supplemental report will be issued.